Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to an unknown cause. Another crt-p was implanted as a replacement successfully. This crt-p has not been received for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to reaching elective replacement time (ert). The device was expected to be depleting prematurely. Data analysis was not performed for this device. Another crt-p was implanted as a replacement successfully. This crt-p has been received for analysis. No additional adverse patient effects were reported.